Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 at 3 pm with blood glucose of 700 mg/dl. The customer went to six flags and the insulin pump stated that it delivered the meal bolus but it did not. The cause of the hospitalization was diabetic ketoacidosis. Customer went to the intensive care unit and was treated with an insulin drip. Customer was off the insulin pump for less than 48 hours prior to the hospitalization. Customer declined troubleshooting for the high blood glucose readings since it was a past event. The customer reported that she changed the insulin pump site, infusion set, reservoir, and insulin four times. Customer had a no delivery after 2 units and stated that the insulin comes out during the prime/fill tubing process. Customer then reported that once he is connected, the insulin pump will alert no delivery after 2 units. Customer stated that she has put the insulin pump back on since the hospitalization. Troubleshooting was performed for the no delivery alarm and it was found that the cannula was bent. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis. However, the infusion set will be returned for analysis.